Event description:
Caller reported experiencing ongoing, intermittent occlusion alarms, leading to elevated blood glucose reading as "high," a specific value was not provided on (B)(6) 2025. The customer took corrective injections and boluses through the pump to address the issue. To resolve the occlusions, the customer changed the infusion set and cartridge and resumed insulin use.